Event description:
It was reported that the ventilator and external alarm system did not alarm, when the pt was removed from the ventilator for pulmonary hygiene. No reported harm to the pt.

Manufacturer narrative:
The manufacturer was unable to duplicate the reported problem. The ventilator nurse call port was tested during all alarm testing and responded according to specification. The customer reported "reading the dashes for volume display". When the ventilator arrived in service, the lp and lmv alarm were disabled. Under these conditions, when producing a pt disconnect at the pt wye, the unit autocycles indefinitely producing no alarms and the value of vte on the display is " - - - -".